Event description:
During evaluation of a returned homechoice device, a high drain error 104 (night drain 4) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 04:07:25. This meets increased intra peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.